Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having trouble linking the sensor to the insulin pump. Blood glucose level at the time of the incident was not provided. The customer reported that she was recently hospitalized due to a blood glucose level of 18 mg/dl. The customer stated that she lost consciousness and was found on the floor. Customer stated that the low blood glucose level may have been due to an extra bolus being administered. The insulin pump was not replaced or returned for analysis.